Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs) and implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The patients were identified as having an infection and the device was to be removed. The article reports that there were patient deaths identified, as well as ¿unsuccessful¿ lead extractions, with lead parts left in the patient, pericardial effusion needing surgical repair, and myocardial tears. The article reports that new devices were implanted; however, there were complications post implant. They were identified as: septic pulmonary embolisms, pericardial effusions that were drained, ¿significant¿ bleeding, tears, needing prolonged ventilator support, septic shock, acute respiratory failure, increase in pacing thresholds, and an ¿incisional hernia¿ that needed surgical repair (this was allegedly due to the device motion in the device pocket). The status of the devices and leads is unknown. Further follow up did not yet yield any additional information. The cause of death and device /relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 72 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of delayed transvenous reimplantation and immediate surgical epicardial approach in pacing-dependent patients undergoing extraction of infected permanent pacemakers. Heart rhythm. 2015;12(6):1209-1215. 10. (B)(4).